Manufacturer narrative:
The t:slim user guide states: humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled, novolog® was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 485-500 mg/dl. The customer did not eat and delivered boluses via the pump to address the bg level. The cause of the bg level was not known. During a pump system check, air bubbles were observed in the tubing. Reportedly, humalog insulin was used in the cartridge for 3 days. Tandem technical support informed the customer that humalog was labeled for 48 hour use with the cartridge. The customer was to change out the infusion set tubing.